Manufacturer narrative:
Reportable malfunction with inomax dsir plus ds20110171 was documented and investigated under comp-(B)(4). A review of the device's service log revealed that a delivery failure alarm occurred due to an apparent inter-processor link (ipl) failure between the device's monitoring processor and delivery processor. Although identified in the device's service log, the regional service center (rsc) did not experience a delivery failure alarm during testing. The root cause for this occurrence was likely due to a malfunctioning pca main board. As a result, the device's pca main board was replaced. Trends were reviewed for this reportable condition and determined to be within the established control limits. No further action is required at this time. A full functional test was performed, and the device operated according to specifications. As a result, the device was placed back into circulation for customer use.

Event description:
The customer called to report that a patient passed away while receiving inomax nitric oxide treatment with the inomax dsir plus device. The customer stated that the patient was a 61-year-old male who was being treated with inomax nitric oxide for pulmonary hypertension. The customer reported that the patient was on a high flow nasal cannula with a fio2 of 70%, an inspiratory flow rate of 60lpm, and inomax nitric oxide at 20ppm. The customer stated that the patient's baseline heart rate (hr) was 115 beats/minute (bpm) and their baseline oxygen saturation (spo2) was 98%. The customer reported that the patient was also receiving the following medications, pulmicort, prednisone, vasopressin, dobutamine and levophed. The customer stated that on (B)(6) 2023 at 13:39, the patient's ventilatory support was decreased to a fio2 of 60%, an inspiratory flow rate of 40lpm, and the inomax nitic oxide dose remained at 20ppm. The customer reported that the patient appeared to tolerate this reduction in ventilator support as they only exhibited a small decrease in their spo2 from 98% to 92%. The customer stated that at 14:05, the nursing staff reported that the patient's son came out of the patient's room and informed the staff that the inomax dsir plus device was making a "humming noise" and that his "father did not look right". The customer reported that when the nurse arrived at the patient's room, the nurse heard the humming noise coming from the inomax dsir plus device. The customer stated that the nurse reported that the inomax dsir plus device was alarming and there was a red x on the device's display. The customer also reported that the patient's spo2 had dropped to 74% during this incident. The customer reported that the nursing staff began to treat the patient with one staff member notifying the respiratory therapist (rt) of the issue. The customer stated that the rt claimed that when they were initially notified of the issue, they were told it was "ok", and that they were not needed. The customer reported that the rt stated that shortly after that they were alerted by an overhead page to a "code blue" or medical emergency in the patient's room. The customer stated that when the rt arrived at the patient's room, they did not notice any alarms present on the inomax dsir plus device. The customer reported that the nursing staff was already manually ventilating the patient with a manual resuscitator and mask when the rt arrived in the patient's room. However, the customer stated that the manual resuscitator was not connected to either the device's inoblender or any o2 supply. The customer reported that the rt then noticed that patient's heart rate had dropped into the 30bpm-40bpm range and the patient's spo2 had dropped into the 67%-70% range. The customer stated that the rt immediately connected the manual resuscitator to the device's inoblender and set a dose for 20ppm and began to manually ventilate the patient via the mask. The customer reported that shortly thereafter, it was noted that the patient had a do not resuscitate /do no intubate order and all ventilation efforts were stopped. The customer stated that the patient passed away at 14:46 on (B)(6) 2023. The customer reported that after the incident the rt attempted to duplicate what the nursing staff reported seeing and hearing with the inomax dsir plus device, but they could not replicate the issue. The customer stated that the device was then put in standby mode and when they powered it up the next day there were no alarms present. The customer reported that the patient's physician could not rule out the possibility that the patient may have developed a mucous plug, which could have occluded the patient's airway leading to the patient's deterioration. However, the customer stated that due to the patient's already compromised condition and the fact that no rt member witnessed the device issue, they could not state that the inomax dsir plus device was or was not responsible for the patient's worsening condition. The device was returned for investigation. On 04-oct-2023, an internal employee performed a routine service log review for inomax dsir plus ds20110171 and discovered a delivery failure alarm occurred due to an apparent inter-processor link (ipl) failure. This service log finding meets the criteria of a reportable malfunction as it was located at a user's facility and set to administer a dose of inhaled nitric oxide (no) at the time of the event. This submission captures the reportable malfunction. The patient's serious adverse event is captured in medwatch 3004531588-2023-00087.